Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an external driveline repair on (B)(6) 2016. It was additionally reported on (B)(6) 2021 that the patient had alarms which led to their driveline repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of alarms leading to an external driveline repair could not be confirmed through this evaluation as no log files were submitted for review. The suspected driveline damage could not be confirmed through this evaluation as the replaced portion of driveline was not returned for evaluation; however, the account reported that the alarms resolved with the exchange. The driveline replacement reportedly resolved the alarms. The patient remains ongoing on ventricular assist device (vad) support. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook, rev. C, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.